Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained of constant pain at her scs ipg site whether the stimulation is on or off, but worse with the stimulation off. The pt is pending a consultation with her pain management physician.